Event description:
The device was returned for routine maintenance. There was no alleged problems. During the repair evaluation, it was discovered the alarm was functioning intermittently. There was no patient involvement.